Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap was not loose, cracked or damaged. Customer stated it was the second occurrence of replace battery alert or replace battery now without a low battery warning. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer's outcome pertaining to the complaint. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected battery power loss noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.